Event description:
It was reported that patient presented in the operating room for ICD replacement due to normal eri. Upon lead review, for electrical function, externalized conductors were observed. Diagnostic output failure and low hv lead impedance were also noted. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. Patient tolerated the procedure well and will be followed normally.